Manufacturer narrative:
No problems were noted for calibration or qc. A field service engineer (fse) was dispatched for this event. The fse checked the entire module and sample handling hardware. The fse only noticed that the modular chemistry (mc) probe slams down into glucose module, so the stir bar was replaced. The fse also checked the reagent integrity. No root cause was determined for this event.

Event description:
Beckman coulter inc., (bci) contacted this post-mod glucose (glucm) customer via the bci internal monitoring program. The customer indicated one (1) erroneously high glucm sample that was noticed when comparing the result in duplicate mode, generated by the unicel dxc 800 pro synchron chemistry analyzer. The original result yielded 78 mg/dl and followed by a rerun of 84 mg/dl. Another rerun was performed on an alternate instrument and yielded a result of 79 mg/dl, which was reported out of the laboratory. Patient treatment was not affected in regard to this event as the customer runs all glucose samples in duplicate mode and verifies the results prior to reporting.